Event description:
A malfunction alarm was reported, identified as malf 13, and the pump was not resettable. There was no adverse impact on the customer¿s blood glucose level, with no reported values exceeding normal range. Tandem technical support arranged for a replacement pump and provided instructions for returning the faulty pump, which the customer acknowledged. In the interim, the customer will use multiple daily injections as a backup therapy to ensure insulin delivery continuity.